Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during use on the same patient two separate 12mm versastep short had rings pop off the devices and fall into the patient cavity. The devices and rings were retrieved and will be returned for analysis. There was no reported patient injury or adverse event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The 5mm seals on the converter cap were ripped out and pushed into the device. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.